Manufacturer narrative:
On november 9, 2021, mentor received additional information indicating that the patient has been scheduled for implant explantation surgery on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the patient also suffered the highest level of capsular contracture, which was described to be severe. On (B)(6) 2021, mentor received additional information indicating that the patient patient's implants were removed intact bilaterally and were not replaced. The implants were smooth round saline, had no lot numbers, were implanted in (B)(6) 1997, and were retained by the patient after.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation with two unspecified mentor saline breast prostheses, suffered several unexplained systemic symptoms, including pain, joint pain, sweats (which have happened over many years), blurry vision, brain fog, migraines, late onset allergy development, and runny nose (always). No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.